Manufacturer narrative:
(B)(4). (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007, the patient underwent a spinal fusion surgery on the lumbar region of his spine from vertebrae l5 to s1. Reportedly, during the surgery, rhbmp-2/acs was used in the patient. As reported, the patient's post-operative period had been marked by increasingly severe and chronic lower back pain, with pain and radiculopathy into her lower extremities. Patient has undergone various courses of physical therapy and lumbar epidural steroid injections, as well as home therapy routines and use of a tens unit. Patient continues to experience chronic low back pain, with pain radiating into her buttocks, hips and lower extremities, weakness in her legs, intermittent tingling and numbness in the calf region, pain in both ankles, and numbness in both feet. Patient experiences difficulty sitting, standing and walking, and spends most of her time in bed. These serious injuries prevent patient from practicing and enjoying the activities of daily life that patient enjoyed pre-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with diskogenic back pain, l5-s1, status post microdiscectomy failed back and underwent the following procedures: 1) arthrodesis with anterior inter body technique, ls-s1 2). Anterior lumbar diskectomy with decompression of posterior protrusion, l5-s1. 3) insertion of peek anterior interbody spacer l5-s1. 4) anterior instrumentation utilizing screws. 5. Local bone grafting. 6. Placement of bone morphogenic protein. As per op-notes,¿ this revealed good overall end plate opposition as well as good recreation of the overall disk space. Therefore, to get better opposition of the end plates, small areas of the end plates were drilled with high speed drill and the trial was then again utilized. Once a good bleed opposition was obtained, the spacer was obtained. The central cavity of the spacer was then packed with bone morphogenic protein wrapped around local bone grafting. Once this was packed, this was inserted into position. The awl was then utilized to begin the hole. The 30 millimeter screws were then attempted to be placed.¿ the patient tolerated the procedure well without any intraoperative complications.